Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result did not match previous troponin results for the patient and was not reported to the physician(s). The sample was tested on an alternate dimension instrument and it resulted lower. The repeat result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist discovered that system checks were passing and troponin quality controls were resulting within range. The customer does not centrifuge patient samples in accordance with the tube manufacturer specifications. The cause of the discordant troponin result on one patient sample is unknown. The cause of the sample tubes being centrifuged outside of tube vendor specifications is a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.